Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as it did not work. No patient complications were reported. Following the surgery, the patient healed and there were no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, these activation issues could affect the functionality of the device as the reported mechanical issue. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and did not pass the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the device as the reported mechanical issue. Product analysis confirmed pump malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of caused traced to component failure was chosen, based on the failure with the pump that did not pass the activation test was identified.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump replaced as it did not work. No patient complications were reported. Following the surgery, the patient healed and there were no patient complications.